Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was alarming no delivery. The customer's blood glucose was 176 mg/dl. The customer confirmed that the issue did not result in a serious injury or hospitalization. While troubleshooting, the customer performed a 5 unit fixed prime, and the customer stated that insulin did not exit. The customer explained that the insulin pump went into suspend mode. After removing the reservoir, disconnecting and then reconnecting the reservoir and infusion set at the tubing connector, the customer reported that insulin exited the tubing. The customer was advised to rewind the insulin pump. The customer was advised that the insulin pump was working as designed. The customer was advised that the alarm was caused by an occlusion related to the infusion set or reservoir. The customer was advised that the reservoir would be replaced. The customer did not return the product for analysis.